Event description:
It was initially reported that the patient had experienced a return of symptoms (i.e., spasticity). The patient's pump was refilled at the end of (B)(6) 2012; no dosing or concentration changes were made. At the beginning of (B)(6) 2012, the patient reported a return of symptoms, which the patient correlated with stress. The patient took oral baclofen to supplement that and this maintained the patient's level of spasticity. However, neither the oral baclofen, nor the intrathecally delivered baclofen controlled the patient's spasticity any longer. No recent medical procedures were reported. The patient is scheduled for another refill on (B)(6) 2012. Additional information received later from the healthcare provider (hcp) indicated that the patient's increased spasticity occurred due to a catheter issue. The hcp reported scar tissue in the pocket and kinking of the catheter. On (B)(6) 2012, the patient underwent a x-ray/CT scan that produced non-diagnostic results. On the same date, the patient also underwent a catheter-dye study, which returned normal results. A "clearing of scar tissue" was stated. Patient outcome was reported as no injury. .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).